Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The reported symptom of "bad speaker" was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "bad speaker". Any patient involvement, injury or medical intervention is unknown.